Event description:
On (B)(6) 2012, the patient contacted animas, alleging a temperature (temp - moisture ingress) issue. The pump was reportedly exposed to water after the patient went swimming. It was noted that there was water in the battery compartment and the pump overheated. The patient reportedly was unaware that there was moisture in the pump until after the pump overheated during the night. The patient denied injury from the reported issue. It was noted that the patient dried out the battery compartment using a q-tip and used the pump again. There was reportedly no damage to the pump, battery compartment or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2013 with the following findings: a review of the pump¿s history showed no evidence of sudden voltage drops. A visual inspection of the pump showed evidence of moisture corrosion in the battery compartment and the pump failed a leak test due to a battery compartment leak. During testing, the pump was primed and exercised successfully with no duplication of the pump overheating. The current drawings were found to be within specifications and the pump was opened and no intermittent connection was found. Unrelated to complaint, the pump powered on to a dim and discolored display screen. A test screen was installed and displayed normally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.